Event description:
It was reported by the patient¿s physician that the patient had been hospitalized due to an unspecified ¿pump failure¿. The physician noted that the pod was possibly not on right, neither the physician nor patient was certain. The patient's blood glucose levels, pod duration of use, site location, symptoms or treatment were not reported. Good faith attempts are being made to request additional details surrounding the event. No further information pertaining to the medical event has been provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.